Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was observed detached near the lap joint section. Functional inspection revealed the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing revealed no electrical issues with the device. Based on the evidence, the as reported code of image poor cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the posterior descending branch artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image shown by the catheter was dark and blurry. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was detached near the lap joint section.